Event description:
When patient checked on by respiratory, patient hand touching ett holder. Upon further assessment, noted restraint to be tied to bed appropriately; however, patient pulled wrist out of restraint. Difficulty getting restraints safely in place without restraints being too tight and hurting patient wrist. Manufacturer response for medline quick release limb holder, (brand not provided) (per site reporter), recently we have had a ton of incident reports pertaining to the new medline restraints failing. We had a call with medline last week to explain our issues and they are currently investigating and are planning a return trip to the hospital to educate nursing again. After about 5 more reports came in today, we are more concerned. No patient or caregiver harm has ensued yet, but this is a huge safety risk. I am working with the supply chain to have another call with medline and ask that they either replaced the lot numbers with.